Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) confirmed the report of white material on the outside of the device. However, analysis was unable to determine the source of the white material on the exterior of the pump. Destructive analysis of the pump identified residue inside the motor gear train and identified wearing on the shaft of gear number two. Analysis also identified that during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during one of four tests. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709 serial# (B)(4) product type catheter product ID neu_unknown_ cath product type catheter. A follow-up report will be sent when analysis is completed.

Event description:
The patient's weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 25mg/ml of dilaudid at 4.676 mg/day via an implantable pump. It was reported the patient was having an elective replacement on (B)(6) 2020 and the doctor noted a white putty like substance and white dried powder like substance around the pump. The patient was not experiencing any symptoms. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting were performed. The physician washed out the wound thoroughly. It was noted a tyra pouch was used. It was reported the issue was resolved at the time of the report, (B)(6) 2020.